Manufacturer narrative:
H1 / h2 type of reportable event: instead of serious injury it must be "other". Correction: input from a gore associate determined that during a review of this case ((B)(4)), it was found that this event was already captured by case # (B)(4). Since no additional information was included in (B)(4), this case is evaluated as non-reportable to the FDA and is retracted.

Manufacturer narrative:
The device remains implanted so that a device investigation cannot be performed. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The study coordinator stated that on the computer tomography angiography (cta) of (B)(6) 2020 the stent in the left renal artery (lra) appeared to be situated in the lra but hanging just in front of the ostium. An extension gore® viabahn® vbx balloon expandable endoprosthesis (6mm x 59 mm) was placed on (B)(6) 2020 to exclude the endoleak. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
A study alert was received from imedidata database. The patient referenced in this event file is enrolled in a registry which has been designed with broad eligibility criteria to capture real-world gore® viabahn® vbx balloon expandable endoprosthesis use, in multiple pathologies and in conditions needing preservation of peripheral vessels. It was reported to gore that patient underwent endovascular treatment on (B)(6) 2020 for a thoracoabdominal aneurysm type iii. A four times fenestrated endovascular aortic repair (fevar) was performed with a cook zenith alpha thoracic endovascular graft as main aortic body and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) was implanted each in the celiac artery, in the right and left renal artery and in the superior mesenteric artery. It was stated that on (B)(6) 2020 a type 1c endoleak was found in the left renal artery. Reportedly, on (B)(6) 2020 an endovascular repeat intervention had to be done in the left renal artery to exclude the endoleak. The patient tolerated the procedure.